Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated. The device was put through extensive testing without duplicating the report. A system interconnection cable was found to be damaged ; however this did not interfere with the devices ability to obtain an ECG signal. The cable was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.